Manufacturer narrative:
On 5/21/2017, biosense webster became aware that the complaint device had been discarded. Since the product was discarded, no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered a thrombosis requiring extended hospitalization. More than 7 days post-procedure, a transthoracic echocardiogram (tte) confirmed a right atrial thrombus in the transseptal puncture location. No medical or surgical intervention was reported. Patient required extended hospitalization as a result of the adverse event. Patient outcome is unchanged. Prognosis is satisfactory. It was noted that the adverse event is related to an atrial fibrillation recurrence. Principal investigator assessed this event as moderate in severity, serious, not device-related, possibly procedure-related, and not drug-related. It was confirmed that the study site does not consider the adverse event to be catheter-related, but possibly procedure-related, since thrombus is a known complication of the procedure.